Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated metal ions and pain is considered to be under the scope of this recall. No further investigation is required. H3 other text : not available.

Event description:
Claimant underwent right hip arthroplasty on (B)(6) 2011, and was implanted with an abgii modular hip. He was revised on (B)(6) 2022, due to alleged elevated metal ions and pain.

Event description:
Claimant underwent right hip arthroplasty on (B)(6) 2011, and was implanted with an abgii modular hip. He was revised on (B)(6) 2022, due to alleged elevated metal ions and pain.

Manufacturer narrative:
Reported event: an event regarding revision due to elevated metal ions and pain involving an abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain, metal in blood stream is considered to be under the scope of this recall. No further investigation is required.